Manufacturer narrative:
The insulin pump was received with no button response, due to flattened dome switch on esc button. No button error alarm was noted. It was not possible to test for the motor error alarm, due to the lack of button response. The motor was tested outside of the device and passed. The device was received with minor scratches on the display window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.